Event description:
The customer is reported as: it was reported by the pharmacist from a (B)(6) hospital that when the surgeon prepared the trocar before use, when he inserted the trocar into the cannula, the transparent tip of the trocar broke. It was not into the pt. No consequence for the pt. The surgeon took another trocar: no other issue. No injury reported.

Manufacturer narrative:
Device sample not received by MFR in time for this report. DHR did not show any issue related to this complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.